Manufacturer narrative:
The customer troubleshot with technical support and was provided with part number for the liquid crystal display (lcd). Upon a follow up the customer reported that the lcd was replaced and the unit was return to use.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator had a blueline across the screen. There was no patient involvement.